Event description:
The patient received her scs ipg on (B)(6) 2011. It was reported that she is feeling stimulation, but could not locate the ipg for more than 30 seconds during charging. She tried moving her antenna over and around the ipg's perimeter. She also tried pressing on it as well as spacers, but was unsuccessful. Sjm personnel sent the patient another charging system. Attempts to gather information has been unsuccessful. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.